Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: it was reported that on an unknown date the tfna nail broke post-operatively. Insertion of the nail was (B)(6) 2024 and after two months on (B)(6) 2024 it was noticed on x-ray that the nail was broken. The patient underwent hardware removal. The nail was replaced with a new one. This report involves one (1) 12mm/130 deg ti cann tfna 340mm/right-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had broken from the proximal tip. No other defect was found. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 r 130° l340 timo15 would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: monument manufacturing date: 19-jan-2023 expiration date: 01-jan-2033 part number: 04.037.254s, 12mm/130 deg ti cann tfna 340mm/right- sterile lot number: 3941p68 (sterile) lot quantity:(B)(6). Production order traveler met all inspection acceptance criteria. Inspection certificate, 04.037.250s-11-btq874459 / 3, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(6) supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 3619p37 lot quantity: (B)(6) production order traveler met all inspection acceptance criteria. Inspection sheet, ns673827 rev a met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree tfna lot number: 3859p31 lot quantity:(B)(6) two pieces were scrapped in cell at op #70, final inspection, for an unacceptable surface finish-dings/scratches. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, final inspection, ns673829 rev d met all inspection acceptance criteria apart from the two pieces noted. Part number: 21127, timoagri16.00 lot number: 2002p31 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 04-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 20-dec-2022 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review (B)(6) 2024: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.